Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s pet cat scratched the patient near device and soon after device started eroding from bottom of the pocket. The patient¿s system was removed. No further patient complications have been reported as a result of this event.